Event description:
Imp ref number: (B)(4).

Manufacturer narrative:
(B)(4). On (B)(4) 2011, the FDA granted the permission for the MFR fidia (B)(4). To submit a single MDR for adverse events that involve medical devices manufactured by fidia (B)(4). And imported into the USA by fidia (B)(4). As a consequence, fidia (B)(4). (The MFR) is submitting this report event on behalf of fidia (B)(4) (the importer). The present MDR report satisfies the reporting obligations for both companies. The qa dept at fidia has performed a deep eval of the production and quality control documentation relative to the involved batch. This eval included a review of the production process, in-process controls, sterilization print-out, bioburden results, release results and the eval of the quality characteristics of the raw materials and components used in the manufacture of batch (B)(4). From this eval, no anomaly was found and the lot is considered perfectly in compliance with the specs. Pharmacovigilance comment: this unlisted adverse event was temporally related to the treatment with hyalgan, and gradually worsened while administering the product, thus a possible causal relationship between the occurrence and the administration of the product cannot be excluded. The pt relevant medical history included asthma, seasonal allergies, and peanut allergy, but she was not aware of suffering from an allergy to chicken proteins. The asthma attack could have been of allergic origin but this will be confirmed or not by the allergist to whom the pt has been referred. The individual pt's history may have contributed to the occurrence.